Manufacturer narrative:
Device passed displacement test. However, unexpected blank display during test problem isolated to the electronic assembly noted. Unable to perform rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to blank display noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose level. Customer¿s blood glucose level was above 600 mg/dl at the time of incident. Customer was treated with manual injection. Customer also reported that the insulin pump was allege under delivering. Troubleshooting was performed for high blood glucose and under delivery. Customer was declined to performed high pressure test. The devices will not be returned for analysis.